Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report numbers: 2916596-2021-04458, 2916596-2021-04712, 2916596-2021-05010, 2916596-2021-04882. It was reported that the patient's primary controller (controller #1) was alarming and that the black power cable was disconnected while connected to power. Multiple power module cables, batteries, and clips have been tried. When the white cable was disconnected, it alarmed with a double disconnect, except for once which made all alarms go away. When the black cable was disconnected after that, the disconnect alarm restarted and did not cease. The patient¿s controller was last replaced on (B)(6) 2021 for a constant alarm that would occur while the controller was connected to the power module or mobile power unit (mpu). A review of the log files revealed power cable disconnects while attached to the power module while attached to the black lead of the controller. There were no other unusual events seen within the log files. Additional information revealed the patient had their controller (controller #1) . Exchanged on (B)(6) 2021. Log files were submitted for the new controller. The event log captured the new controller connected on (B)(6) 2021 at 1405 and from the limited data captured it appeared that the black power lead still showed intermittent no voltage events without any low voltage or power cable disconnects triggered due to the v1.7 software having a 5 second delay before alarms are captured. The site reported they did disconnect the black lead several times. Additional information revealed the patient had their controller exchanged twice in the last month and the site suspected an issue with the patient's mpu so the mpu was exchanged. Additional log files were submitted on 2021 after the patient reported that when they connect to their mpu, the controller (controller #2) starts to alarm with "controller fault". This is an ongoing problem, with the patient having changed out 3 controllers in the last couple of months. It is always when connecting to wall power, but the alarm that the controller gives is always different. The patient's controller was persistently alarming with ¿controller fault¿ yellow wrench alarm and ¿low voltage advisory¿ alarm while connected to their loaner mpu. Patient is clinically doing fine and is asymptomatic, with pump running full green circle on system controller. Patient switched to batteries but alarms have persisted. The clinical consultant recommended bringing the patient in to hospital for log file submission to rule out possible driveline damage and rule out possible electrostatic discharge event, and clinical consultant recommends system controller and modular cable replacement. Vad coordinator requested patient come in that night but patient refuses against medical advice and patient plans to come in to clinic in the morning. Patient lives 2.5 hours away from implanting center. Vad coordinator stated he plans to send in log files in the morning along with replace system controller and replace modular cable following discussion with clinical consultant. The log files for one controller (controller #3) captured controller internal faults from the beginning of the log and continued for the remainder of the log. These faults indicated an overvoltage situation within the controller which can be resolved with a controller reset (unplug driveline and reinsert) but recommended to exchange the controller. The log files for the other controller (controller #2) captured the controller being connected (B)(6) 2021 at 2259 and showed the driveline disconnected at (B)(6) 2021 at 1302 and remained unconnected for the remainder of the log until 1305. Removing driveline and reinserting did not clear alarms, patient tried before controller switch. The controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: visual inspection of the returned modular cable revealed multiple locations where it appeared the outer insulation had suffered damages, possibly due to crushing / pinching or even animal bites. The modular cable was functionally tested while connected to a test system controller, a test pump, test patient cable, test power module, and test system monitor. The system operated as intended with no active alarms; manipulating the cable had no effect on pump function. The modular cable inner wires were measured for any continuity and no issues were observed. Further testing of the wires insulation revealed a compromised insulation of the com a wire/line and gnd a wire/line. The polyurethane sleeve, kevlar shielding, and bionate were removed to examine the 6 underlying wires. Visual inspection confirmed the insulation of the com a wire/line and gnd a wire/line was damaged at different locations. The observed damage to the wires insulation did not result in any alarms during functional testing. Production order was reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook document ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.